Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose. No exact blood glucose levels were provided. The customer reported that the display of the insulin pump would not turn back on after a battery change. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.